Event description:
The lay reporter contacted lfs on behalf of the patient on (B)(6) 2010 alleging a faded display on the patient's one touch ping meter. The reporter mentioned that prior to testing on the ping meter on (B)(6) 2010 at 2:00pm, the patient developed symptoms of shaking and sweaty. Approximately 5 minutes later, the reporter attempted to test the patient and noticed that the display was fading on his one touch ping meter. The reporter did not treat the patient and did not contact his physician for assistance. The reporter denied any misuse of the product and product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event, since the patient developed symptoms prior to testing and the reporter denied that the patient sought any medical attention. The complaint is being reported since the faded display on the ping meter was not resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the meter involved with this complaint failed testing. The meter's pc board was found to be burned/melted. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.